Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use were unknown. It was reported that the manufacturer representative (rep) stated that the hcp was going to replace the patient's pump and catheter. The rep stated that the patient has not been getting good therapy from the pump. The rep stated the patient has a stomach virus so they are not going to remove the pump/catheter until that went away. The rep stated the patient will have two pumps and catheter until the old one was removed. The manufacturer's technical services specialist (tss) reviewed that it was a medical decision if they want to keep the pump in or not. The rep was going to follow up with the hcp.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd:2017-02-05, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported the rep did not have possession of the device. The previous pump was turned off and the pump and catheter were still in the patient¿s body until the doctor scheduled an explant date. The rep was not aware of any diagnostics issues prior to implanting the new pump. The cause of the patient not getting good therapy was not determined. It was noted the rep was just informed that the patient was not getting sufficient therapy on her old pump at the time of surgery. The doctor said he did not want to touch the old pump or catheter at that time, and just wanted to implant a new one. Regarding resolution of the event, the rep had not had contact with the patient since implant of the new catheter and pump. The doctor wanted to just replace old catheter and pump instead of doing any revisions.